Manufacturer narrative:
The following fields have been updated with additional information: sex: female. Describe event or problem: it was reported that there was hemolysis occurring with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter: (3 of 3). It was reported blood was seen "liquefying". Additional information provided by initial reporter: "customer reported for the second time , have problems with lot 9080851. Already had a claim for the same situation. It is sent to you for the second time and the same time happens. The client also reports to the seller and has mentioned the same." Additional information from customer received 2019-07-17: "q:is the date of the incident known? A: approximately on (B)(6) 2019. Q:will you provide more details about the issue you encountered? A:the problem occurs when the tube is introduced in the vacutainer. The rubber in the needle is moved to the side leaving the blood to the vacutainer. Q:was there patient involvement? A: yes. If yes, please provide patient identifiers (i.e. Gender, weight, ethnicity, etc.) . Female. Q:are samples or photos available for investigation? A:yes I have photos. Q:were there any adverse events due to the report issue? A:no q:serious injury? A: no, just a bad experience when they saw the blood. Q:erroneous results? A:no. Q:course of treatment changed? A: no. Q: exposure to blood/bodily fluid? A: no. Q:medical intervention? A:no. Q:other actions? A: we just take out all needle boxes of this lot with problem."

Event description:
It was reported that there was hemolysis occurring with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter: (3 of 3). It was reported blood was seen "liquefying". Additional information provided by initial reporter: "customer reported for the second time , have problems with lot 9080851. Already had a claim for the same situation. It is sent to you for the second time and the same time happens. The client also reports to the seller and has mentioned the same." Additional information from customer received 2019-07-17: "q:is the date of the incident known? A: approximately on (B)(6) 2019. Q:will you provide more details about the issue you encountered? A:the problem occurs when the tube is introduced in the vacutainer. The rubber in the needle is moved to the side leaving the blood to the vacutainer. Q:was there patient involvement? A: yes if yes, please provide patient identifiers (i.e. Gender, weight, ethnicity, etc.) Female. Q:are samples or photos available for investigation? A:yes I have photos. Q:were there any adverse events due to the report issue? A:no. Q:serious injury? A: no, just a bad experience when they saw the blood. Q:erroneous results? A:no. Q:course of treatment changed? A: no. Q: exposure to blood/bodily fluid? A: no. Q:medical intervention? A:no. Q:other actions? A: we just take out all needle boxes of this lot with problem."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that there was hemolysis occurring with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter: (3 of 3). It was reported blood was seen "liquefying". Additional information provided by initial reporter: "customer reported for the second time , have problems with lot 9080851. Already had a claim for the same situation. It is sent to you for the second time and the same time happens. The client also reports to the seller and has mentioned the same."